Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the staples are misaligned. The stapler was returned with its trigger partially engaged. The stapler was received with 32 staples left in the cartridge indicating that at least 3 staples have been fired by the end user. Reference files (B)(4) for investigation photos. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the first staple was unable to properly form. The next four staples were all able to properly form and release. However, the next five staples were unable to properly form. The rest of the staples were able to fire with a few of them unable to properly form. In all 8 of the remaining 32 staples were unable to properly form. The misalignment of the staples prevented some of the staples from properly forming. It could not be determined what caused the staples to misalign. Reference files (B)(4) for investigation photos. Other remarks: the IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it cannot be determined what caused the staples to misalign and prevent some staples from properly forming. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The potential cause of this complaint issue could not be determined. The reported complaint of "staples release sideways from stapler" was confirmed based upon the sample received. The sample was returned with the staples misaligned. Upon functional inspection, 8 of the remaining 32 staples were unable to properly form due to the misalignment of the staples. It could not be determined what caused the staples to misalign. All staplers are 100% inspected at manufacturing for firing at the time of assembly. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined.

Event description:
It was reported that the staples are released sideways from the stapler. There was no reported patient injury.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot #73k1600052 investigations did not show issues related to the complaint. The device investigation report has not been submitted at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the staples are released sideways from the stapler. There was no reported patient injury.